Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer left pump plugged up for 30 minutes and pump began charging. Additionally, it was reported that the pump touchscreen was occasionally unresponsive. During troubleshooting with tandem technical support, pump touch screen became responsive. Customer's blood glucose was 247 mg/dl.